Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on due to the on/off switch being inoperable. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined excessive resistance on both on/off button domes the was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on due to the on/off switch being inoperable. There was no patient use reported with the event.